Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 808:03 was confirmed during a review of the pump's event history. The root cause was determined to be a defective pump head module (phm). The phm was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced an 808:03 failure code, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available.